Event description:
It broke right in the middle of the front of guard. Back on the left and right sides. Received email and customer wrote, "night guard cracked open on front, hits sides of cheek in mouth.

Manufacturer narrative:
Device not returned.